Manufacturer narrative:
Device evaluation: the suspect device was received for evaluation. During testing it was found that the position potentiometer was fractured off of its mountings, causing check clutch alarms. The position potentiometer was replaced. Following repair, the device was passed all delivery, accuracy, and functional testing.

Event description:
A report was received that stated the pump was non-functional. Testing indicated that a check clutch alarm occurred.